Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: not available omnipod software app version: not available operating system: not available hardware: not available cgm sensor type: not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient was unable to recall the date of hospitalization. The patient's blood glucose levels reached around 30mmol/l (540 mg/dl) and ketone level of 4 mmol/l while wearing the pod for an unknown duration on the thigh. The patient reported experiencing a communication error between the pod and sensor, and that the pod was not delivering insulin. The patient then went to hairmyres hospital and was hospitalized for 3 days. The patient's symptoms include confusion, sickness, fatigue, and stress. The patient was treated with intravenous fluids and sliding scale insulin. It was reported the pod was not retained by the patient, and it is no longer available to be returned. Abbott has been notified of this event on 13 february 2026.